Event description:
It was reported that this capped right atrial (ra) lead was part of system revision due to infection. No additional adverse patient effects were reported. The capped ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.